Event description:
Same case as MDR ID: 2134265-2013-03777. It was reported that during a percutaneous coronary intervention, a stent dislodgement and shaft separation occurred. The 99% stenosed target lesion was located in the calcified mid segment of right coronary artery (rca). To aid in advancing the stent delivery system, a 7f jr4 guide catheter and non-bsc support catheter were used. The physician attempted to advance a 5.00mm x 16mm veriflex stent into the target lesion, but the stent was dislodged from the stent delivery system (sds). The dislodged stent was crushed against the wall of the vessel. The sds was completely removed from the body. Then, a longer stent (5.00mm x 32mm veriflex stent) was advanced to the 80% stenosed lesion located in the proximal mid segment of rca, but when they tried to remove the sds, the shaft separated. They were able to remove the shaft from the body completely. No patient complications were reported and the patient's status was fine.

Event description:
Same case as MDR ID: 2134265-2013-03777. It was reported that during a percutaneous coronary intervention, a stent dislodgement and shaft separation occurred. The 99% stenosed target lesion was located in the calcified mid segment of right coronary artery (rca). To aid in advancing the stent delivery system, a 7f jr4 guide catheter and non-bsc support catheter were used. The physician attempted to advance a 5.00mm x 16mm veriflex stent into the target lesion, but the stent was dislodged from the stent delivery system (sds). The dislodged stent was crushed against the wall of the vessel. The sds was completely removed from the body. Then, a longer stent (5.00mm x 32mm veriflex stent) was advanced to the 80% stenosed lesion located in the proximal mid segment of rca, but when they tried to remove the sds, the shaft separated. They were able to remove the shaft from the body completely. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received in two sections as a result of a break in the midshaft extrusion. An examination of the midshaft and of the break site, found that the midshaft had been severely stretched. As a result the break location was measured at 18.2cm proximal to the port site. An examination of the hypotube found that the hypotube shaft was kinked at various locations along its length. There was a build-up of solidified blood inside the balloon. The stent was not received for analysis. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).